Event description:
Pt status post posterior lumbar fusion l2 to s1 implantation returned to surgeon for two month post op visit. An x-ray showed the screw head pulled out of the rod with the locking cap still in place and the screw head rotated left side s1. Surgeon is not removing the hardware at this time. Surgeon noted a 10nm torque limiting ratchet was used to tighten the construct. This is three of three reports for this event.

Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the date of MFR as no product was returned and no lot number was provided. Without a lot number, the device history record review cannot be requested.